Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implantation operation, there was a lack of right ventricle pacing once the right ventricular lead was inserted. The physician tried to insert the lead to another location but there was still no pacing. The lead was not used and a second lead was implanted instead. The patient condition was stable following the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.